Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose a-t device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery using a perclose at after an endovascular aortic aneurysm repair (evar) procedure. Reportedly, when the plunger was removed no suture was present. The device was removed and a second perclose at was used with the same results. Hemostasis was achieved using a third perclose at device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the perclose at device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, it was reported that a physician attempted arteriotomy closure of the right common femoral artery with a perclose at device and a 6fr sheath during a pre-close technique prior to an endovascular aortic aneurysm repair (evar) procedure. After the sutures were successfully deployed and placed the physician upsized the sheath; however, size was not provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique, or patient anatomical conditions. The needle trajectory of every device is verified during manufacturing and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may contribute to a cuff miss. Information concerning user technique was not provided. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. A femoral angiogram showed no calcification. No other relevant patient medical history was provided. A review of the lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not returned. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not detected.